Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer entered an incorrect correction factor. Customer's blood glucose was 262 mg/dl. Tandem technical support assisted customer in adjusting the correction factor from 1:40 to 1:4, and the customer resumed insulin delivery.